Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient¿s lead incision site opened up. The device was removed and the wound was washed out. There have been no reports of further complications regarding this event.